Manufacturer narrative:
A3b: gender: n/a e3: occupation:rt a review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that he arterial sheath on the right was removed. Hemostasis was achieved using an angio-seal closure device on the right. There was a retained collagen plug/footplate from the angio-seal closure device in the right common femoral artery (cfa). A multidisciplinary discussion w/ cardiology, interventional cardiology and vascular surgery regarding how to proceed with the retained collagen plug. Different options were discussed including stent placement to prevent collagen displacement distally, possible aspiration, and open surgical cutdown with removal. It was decided to proceed with surgical cutdown and removal. The patient was taken to the operating room (or) following completion of the case. The procedure waws a stemi left heart catheterization. Additional information was received on 21mar2024: the physician said it was operator error due to calcium being present. The procedure sheath size used was a 6french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The anchor caught on posterior calcium shelf present. The patient was stable, and the patient is fine. The puncture site was in the common femoral artery (cfa). There was calcium present posterior. An angiogram and ultrasound were performed to diagnose the occlusion/ thrombosis. Pulses were present.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion due to improper deployment. The exact root cause cannot be determined. The likely cause was determined to have been a vessel occlusion due to deployment of the device in a calcified artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).